Event description:
The complainant reported a patient (race unknown) post cardiotomy cardiogenic shock / low cardiac output syndrome was urgently implanted with an impella 5.5 for mechanical circulatory support post coronary artery bypass surgery. The team was unable to stabilize the patient and decision was made to place the impella 5.5 for left ventricle decompression and to discontinue intra-aortic balloon pump. The impella 5.5 pump experienced high pressure purge during support. Tissue plasminogen activator was run through the purge to manage the noted issue and support with the implanted pump was maintained. Ultimately, care was withdrawn and the patient expired. The outcome is not related to the use of device.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The pump was returned for evaluation. Upon visual inspection, biomaterial was found in the purge gap but not completely covering gap. The pump was connected to the automated impella controller (aic) and purged to attempt to reproduce high purge pressure alarms. High purge pressure was not reproduced, pump was turned on to p-9 and ran for approximately five minutes with no high purge pressure alarms occurring. No data logs were returned for evaluation. Clinical details noted that patient was receiving multiple blood products and was not on any forms of anti-coagulation. Additionally, tissue plasminogen activator was added to the purge after alarms in attempt to resolve high purge pressure. The root cause of the high purge pressure is most likely due to biomaterial. Instructions for use for the related event are as follows: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ h.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.